Event description:
A 68 year old female with a history of peripheral vascular disease (pvd) and ischemic ulceration of left leg underwent elective balloon angioplasty of the left "tibio"-peroneel trunk and placement of two 5 mm diameter llfestents (150 mm and 80 mm) to the left superficial femoral artery on (B)(6) 2023. The patient was discharged home on (B)(6) 2023. On (B)(6) 2023 the pt was readmitted with leg pain. Angiography performed on (B)(6) 2023 showed that the stents were patent, and that 5 pieces of foreign bodies were present in the popliteal and peroneal arteries. Three pieces were retrieved at that time. Two pieces were not removed at that time because they had extravasated into the subcutaneous tissue. The two remaining pieces of foreign body were removed on (B)(6) 2023 from the subcutaneous tissue via a micro incision over the lateral knee. Retrieved pieces ere believed to be parts of the inner core of the stent delivery system. Ref report: mw5145812.